Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed. The mcs tip cover exhibited localized melting, which is indicative of arcing at the mouth where the scissor tips exit and at the midpoint. 1.082" from the proximal end where the instrument inserts from. Additionally, the tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.063¿ to 0.008¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a hole was created due to heat to the monopolar curved scissors (mcs) tip cover accessory. Patient outcome is unknown at the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.